Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was injected in the jawline with juvéderm® voluma¿ xc. Five months later, the patient experienced ¿delayed-onset nodules¿ that were likely due to an ¿infection¿ after received a dental procedure 3 weeks prior. The patient was treated with hyaluronidase. The event resolved.